Event description:
Sharplan 1041 co2 laser failed to boot up at the time of testing, before the patient entered the room. Upon turning the start-up key, the laser would not initialize. Every button on the display panel lit up but none of the buttons would prompt the machine to continue boot up. At that time a second co2 laser machine was sent for, which was used with no problems. Surgery was delayed, no harm to patient. This machine was serviced several weeks ago as it had failed before.